Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had sent messages to the representative (rep), but no one had gotten back to them. The patient stated they then had to make an appointment to see the doctor. The patient stated that the return of the back pain had resolved. No further complications were reported.

Manufacturer narrative:
The information sent in regulatory report # 3004209178-2018-14467 was sent erroneously. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the lightning bolt turning off was that the patient had an MRI of their hip on (B)(6) 2018. The patient reported that they ¿indicated¿ the lighting bolt was off around mid (B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, lot/serial#: (B)(4), product type: programmer; patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient had an unrelated MRI on (B)(6) 2018 and since then the lightening bolt on their patient programmer (pp) keeps going off. They can turn the lightening bolt back on but after about three minutes it goes off again. During the call the patient synced and the lightening bolt was off. Patient services reviewed the pp buttons. The patient was able to turn the ins back on and the lightening bolt was there. The patient turned off their pp and turned it back on and the lightening bolt was gone. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.